Event description:
Implant had backed out of the bone (average) about one week after surgery. Surgeon removed the implant and replaced it with a different size implant and completed the case without any further incidents. This device is used for treatment.

Manufacturer narrative:
Device expected for evaluation, but not yet received. A follow up report will be submitted upon completion of the investigation.